Event description:
It was reported that the hakim programmer was "lighting up all over" and would not program the implanted valve. The pt was admitted to the hosp and another programmer was brought in to reprogram the valve.